Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl - left hip. Reason(s) for revision: pain and increasing serum cobalt levels. Update - the revision which was scheduled for (B)(6) 2015 has not taken place. Future revision date to be confirmed. Update: 23 june 2015. Revision not yet taken place. Postponed, future revision to be confirmed. Taken from (B)(6) update 23 june 2015. Update: may 19, 2017 additional information received: reason(s) for revision: alval / soft tissue reaction. Date of revision: (B)(6) 2017. This complaint was updated on jun 15, 2017.

Manufacturer narrative:
Asr revision: asr xl - left hip. Reason(s) for revision: pain and increasing serum cobalt levels. Update - the revision which was scheduled for (B)(6) 2015 has not taken place. Future revision date to be confirmed. - (B)(6) 2015. Update: 23 june 2015 revision not yet taken place. Postponed, future revision to be confirmed. Taken from (B)(6) update 23 june 2015. ((B)(6) 23 june 2015) update: may 19, 2017 additional information received: reason(s) for revision: alval / soft tissue reaction date of revision: (B)(6) 2017. This complaint was updated on jun 15, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.